Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. A5: (B)(6). E1: phone = (B)(6). H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving angioplasty of the right superficial femoral and popliteal arteries, a cxi support catheter became stuck in another manufacturer¿s catheter and subsequently separated. Contralateral access was obtained with another manufacturer¿s 6-french sheath. Another manufacturer¿s hydrophilic wire was then introduced, and another manufacturer¿s sheath was advanced over the bifurcation. Another manufacturer¿s 4-french single bend angiography catheter was used for contrast. Another manufacturer¿s wire guide was used to open the ¿superficial segment of the thigh¿, but it would not advance to the target area. The user replaced the wire with another from the same manufacturer; however, the wire guide support was insufficient. The user then attempted to advance the cxi support catheter into the other manufacturer¿s 4-french single bend angiography catheter; however, per the reporter, the ¿back end of the head¿ became stuck and the catheter could not be removed. The cxi and the 4-french catheter were removed together, but it was reportedly still difficult to remove the cxi support catheter from the 4-french angiography catheter. The user cut the other manufacturer¿s 4-french catheter and noted that the cxi ¿broke¿ in the catheter. Another manufacturer¿s catheter was used, the target vessel was reached, balloon dilation was performed, the access site was sutured/stapled, and the procedure was completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.